Manufacturer narrative:
The following fields were updated due to additional information: investigation summary bd had not received any samples or photos for investigation. Bd conducted functional tests on retained samples from two different lots. For lot 4157674, a total of 20 retained samples were tested for proper activation, and all samples functioned correctly without any issues. Additionally, for lot 4243605, 10 retained samples underwent functional tests, and all samples passed as there were no issues with side pierced sleeves, poor sleeve recovery, or sleeve leakage. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lot 4157674, for the indicated failure mode: defective locking mechanism. This complaint has not been confirmed for the lot 4243605, for the indicated failure mode: sleeve function. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety mechanism fell off of one unit and went sideways past the needle on another unit. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety mechanism fell off of one unit and went sideways past the needle on another unit. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Bd conducted functional tests on retained samples. For lot 4157674, a total of 20 retained samples were tested for proper activation, and all samples functioned correctly without any issues. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lot 4157674, for the indicated failure mode: defective locking mechanism. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety mechanism fell off of one unit and went sideways past the needle on another unit. No adverse impact was reported regarding the patient or user.